Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low ise/na+, k+, cl- ise sodium results for an unknown number of patient samples. The customer repeated testing on 191 patient samples. Of the data provided for 190 patient samples, the results for 183 were discrepant. Refer to the attachment to the medwatch for all patient data. The units of measure were not provided. The initial results were reported outside the laboratory. The patients were not adversely affected. The electrode lot number was provided as r35. The expiration date was requested but was not provided. The customer stated the same issue had occurred about four years ago when the sodium results dropped by about 10. This occurred twice in about six months which resulted in the whole module being replaced. The customer resolved the issue with calibration and regular qc checks every 30 minutes. The customer stated the issue has not reoccurred since. The customer thinks that maybe the issue was pre-analytical such as a clotted sample which may have caused a partial blockage in the ise sample probe which eventually cleared. Therefore, the results returned to normal. Based on review of the provided calibration data, a calibration error related to the standards was suspected. This was most probably due to improper handling of the standards such as having the ampules open too long.